Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a ventricular tachycardia (vt) procedure, a transthoracic echocardiogram (tte) revealed a lv thrombus. Neurological function was normal and there were no signs of pulmonary embolism. The patient was started on lovenox for treatment of the lv thrombus. Further information regarding this event is not available.